Event description:
It was reported that the customer's insulin pump was alarming no delivery constantly. The customer's blood glucose was unknown. The customer stated that she was sent wrong reservoirs. Troubleshooting could not be performed at the time of the call because the customer was occupied with her family. Advised customer to do a complete set change as soon as possible. Advised customer to call back when the alarm occurred to properly troubleshoot the issue. Advised customer to seek medical attention if she did not have a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.